Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 750cc breast implant had a tear within a crease/fold on the anterior view measuring approximately 13.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast prosthesis implantation surgery with two 750cc mentor smooth round moderate plus profile saline breast prostheses, suffered left breast implant deflation, post-procedure. The deflation was diagnosed via physicals and visual examination. As a result, the patient underwent removal and then replacement with a 750cc mentor smooth round moderate plus profile saline breast prosthesis on (B)(6) 2021.

Manufacturer narrative:
On september 28, 2021, mentor received additional information indicating that the replacement device was a 750cc mentor smooth round moderate plus profile saline (catalog: 3502750 lot: 9576297 sn: (B)(6). Manufacturer¿s reference number: (B)(4).